Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had chipped lens. The issue occurred during the pre-use inspection. There were no reports of patient harm

Manufacturer narrative:
This report was sent in error as chipped lens would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.